Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient received service code 2703 (out of range) message on their handset. Caller also indicated that patient's ins is depleting quickly and is down to 50% everyday. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed meaning of out of range/out of regulation and that there are likely high impedances on contacts that patient is programmed on. Tss suggested seeing patient in office to check impedances and reprogramming, if possible. Caller was going to try and scheduled patient for appointment. (B)(6) 2025 e1 (rep): manufacturing representative (rep) reported that high impedance were observed and that the top contact was 24,000. Rep reported that patient may have possibly fell and that was the cause of high impedances. Rep reported to resolve the out of range message they used a lower contact and therapy was still controlled.